Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had helium leak issue. Upon further inspection it was found that the main unit was not fully seated in the cart. Issue found during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). During further inspection, the getinge field service engineer (fse) found that the console was not fully seated in the cart. The unit passed the helium leak test, and was unable to replicate the helium loss condition. The unit passed all functional and safety tests in accordance with factory specifications and was returned to the customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, conclusion), h11 getinge field service engineer found that the console was not fully seated in the cart. The unit passed the helium leak test, and was unable to replicate the helium loss condition. The unit passed all functional and safety tests in accordance with factory specifications and was returned to the customer.

Event description:
N/a.